Event description:
The lay user/pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The senior medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt obtained a result of "hi" (indicating the blood glucose reading was >600 mg/dl), while experiencing no symptoms of high or low blood glucose. She administered 25 units of humalog and went to bed. She woke the following morning in the ER. She could not specify what time she arrived at the ER or how she got there. She was told by a nurse that she had blood glucose of 32 mg/dl (time not specified). She was administered IV glucose treatment. The day before her call she tested hi" on the reported meter, while the physician's meter read 138 mg/dl. It would have been helpful to know how long she had been using expired test strips, her insulin regimen, and whether she had any symptoms while obtaining results of "hi." The customer care advocate (cca) verified that the unit of measurement and calibration code were set correctly. The pt was using the correct technique for cleaning the puncture area and using the testing technique. The cca discovered that she had been using expired test strips. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt had been testing with expired test strips, obtained a result of "hi", administered insulin, and received IV glucose treatment for blood glucose levels of 32 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.